Manufacturer narrative:
The field service engineer (fse) found a build-up of salt around the o-rings of the acrylic blocks in the ise housing. The fse cleaned the housing, flushed the flow path, re-proteinized the tubing, and performed ise checks. Calibration, qc, and patient sample comparison checks were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect na and cl results for 2 patient samples on a cobas 6000 c501 module. For patient 1, the initial na result was 120 mmol/l and the initial cl result was 122 mmol/l. The repeat na result was 138 mmol/l and the repeat cl result was 102 mmol/l. For patient 2, the initial na result was 115 mmol/l and the initial cl result was 129 mmol/l. The repeat na result was 137 mmol/l and the repeat cl result was 101 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot is z88 and the expiration date is 22-may-2023. The cl electrode lot is u10 and the expiration date is 04-apr-2023.

Manufacturer narrative:
Calibration was last performed on 19-nov-2022. The qc data trace showed results outside of the acceptable range. The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.